Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was became unresponsive. Reportedly, the pump was not responding when the customer was pressing the "back" button. There was no impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.